Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr stated that the power cord may have been pulled from the wall outlet improperly, causing a short. The fsr replaced the ac power cord and ran the electrical safety test. The fsr performed the operational verification procedure (ovp) and the user verification test (uvt). The unit meets manufacturer specifications.

Event description:
The customer reported that the power cord on the ventilator is burned. There was no patient involvement associated with this reported issue.